Manufacturer narrative:
Trackwise #: (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Trackwise ID: (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. The DHR of the reported lot 3000295949 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer vacuum failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained, the baffle seal had been sealed completely and was able to lift the weight. 2. In the last 12 months, 14th apr 2022 to 14th apr 2023, the occurrence rate is approx. (B)(4) which is under anticipated occurrence rate. There¿s no similar complaint reported for this lot 3000295949. 3. The device was not received for evaluation, therefore the reported failure could not to be confirmed. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. The trend regarding the suction failure will be monitored continuously.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z was unstable and did not function well. The suction pods is not holding the heart. They tried to fix but couldn't fix the stabilizer. They completed the procedure with the new one. There were no procedural delay. There were no patient effects / harm.